Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high impedance, mode switch, extra cardiac stimulation and x ray showed fracture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.